Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found the brake/steer caster worn. The technician replaced the brake/steer caster to repair the bed.